Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the lips with juvederm volbella xc. Thirteen months later, the patient experienced ¿bumps and lumps¿ at the injection site. The patient was treated with steroids and antibiotics. The treating physician notified the patient that it could be ¿granuloma.¿ no biopsy results have been provided. The symptoms are ongoing.